Event description:
The sensormedics service representative reported that the 3100a ventilator did not meet a performance specification. The mean airway pressure (map) was fluctuating. There was no pt involvement.